Event description:
It was reported that a user¿s continuous glucose monitor (cgm) lost signal and, upon reconnection, showed a glucose of 307 mg/dl while a fingerstick measured 267 mg/dl. The user disclosed eating a muffin without announcing the meal, and the agent provided education on meal announcements for the ilet system. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified; the issue involved improper or incorrect procedure related to the user interface, specifically a missed meal announcement. The agent explained that the ilet would deliver correction doses and later confirmed that glucose levels had regulated to 148 mg/dl. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.